Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic heart catheterization. Reportedly, when the plunger was removed, there was a link attached; however, only approximately 5 inches of the suture came out and looked clean cut. It seemed part of the suture was not attached. Another proglide device was attempted. The knot was tightened on top of the artery; however, when pressure was removed there was pulsatile bleeding. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.